Manufacturer narrative:
No phaco tip samples were received for eval. Twelve component lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. The root cause cannot be determined from this eval. All phaco tip are 100% visually inspected by trained operations at the end of the manufacturing process prior to release of the product. (B)(4).

Event description:
A customer reported an occlusion in the tip during a cataract extraction procedure. The tip was exchanged and the procedure has completed with no harm to the pt.